Event description:
Procedure type: lap hepatectomy.according to the reporter:the reload was used with a egiaustnd. A shot was made and the staples closed irregularly. There was some tissue loss and was reinforced by hand sewn closure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/24/2015.

Manufacturer narrative:
(B)(4).